Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cables were regreased, all circuit boards, cables and connectors were reseated, and a generator calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that they hear a popping sound and the image went missing. This resulted in a loss of the live image. There is no report of pt injury associated with this event.